Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation and the customer's complaint was confirmed. The reported issue was found to be caused by a faulty image sensor cable. In addition, during the evaluation of the device, there was insufficient bending angulation due to a stretched angulation wire, the adhesive of the bending section cover was chipped, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported event is like due to a defect of image sensor unit or, failure of internal board of video connector. Olympus will continue to monitor field performance for this device.